Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for service required related to a active exhalation control module failure. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor, muffler assembly and in line filter were replaced to address the issue. The unit passed the test. H3 other text : third party service center.

Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator was alarming for service required related to a active exhalation control module failure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.